Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis identified crease fold, wear abrasion, and an opening (crease fold opening). Crease fold opening could not be confirmed because it could not be not analyzed under a microscope.

Event description:
Device has been explanted.